Manufacturer narrative:
(B)(6). The batch records, maintenance evaluation, and quality notification of catalogue 307859, lot # 7132876 were evaluated. There are no complaints for the same defect, and no occurrences or quality notifications in this batch. Without the samples or photos it was not possible to determine the root cause for this defect. Based on no sample/ no photo, the investigation concluded: bd was not able to confirm the customer¿s indicated failure bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. The historical records of the lot in question were evaluated, along with the maintenance evaluation and quality notification. Without samples or photos it was not possible determine the root cause for this defect. Probable causes: without samples or photos it was not possible determine the root cause for this defect.

Event description:
It was reported before use of the syringe 3ml w/snd with a total of 58 syringes; 9% of the syringes presented with irregularities, of the total, 22% with deep and large cracks, 4% with grooves in low relief and 3% with small and slight cracks. There was no report of injury or medical intervention.